Event description:
In 2007 during a demo, client had mild erythema after a few pulses to the arm. It was reported that the power was raised and after additional treatment the skin appeared to be burned. Patient saw a doctor who diagnosed first and second degree burns that were treated with silvadene.

Manufacturer narrative:
Lumenis customer engineer (ce) came out 10/16/2007 to inspect the ipl quantum. The 560 head was last calibrated fifteen days earlier. Ce tested the power output at 25j on 560 head and found the power output 16% high. Ce performed a tech meter calibration, power output is now in spec. An MDR is being filed for serous injury, prescription medication and malfunction of 560 head.